Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The customer indicated that the instrument was failing hemoglobin (hgb) and retic parameters during a startup when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection with this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
The customer stated that the blood sampling valve (bsv) was dirty with bloody residue. They cleaned the bsv with help from customer technical support (cts) and the instrument passed hemoglobin (hgb), but continued to fail retic parameters and the instrument continued to leak. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the tubing through pinch valve (vl113) had popped off the fitting at the pinch valve. The pinch valve vl113 controls the flow of rinse for the retic clearing solution. The fse replaced the tubing and the instrument ran without any leaks and was giving proper retic results. The repairs were verified per established procedures. The cause of the leak was the tubing through pinch valve vl113 had popped off the fitting. The cause of the failing hgb during startup was that the blood sampling valve (bsv) was dirty with bloody residue. The instrument operated as intended by failing hgb and retic during startup. (B)(4).